Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and identified that the flexviewing-pc was defective with a help of hospital biomed and recommended for replacement. A field service engineer (fse) inspected the system and confirmed the reported issue. To resolve the issue, the fse replaced the flexviewing-pc. After that, the system was returned to use in good working order and ready for clinical use. Logfile analysis by the technical team confirmed the reported issue, that the flexviewing-pc was unresponsive. The codes were updated based on the investigation outcomes.